Manufacturer narrative:
One syringe pump was returned for analysis. Upon visual inspection the tubing guides were found broken off. The event history log revealed that there was a check clutch / plunger lever error. Flow and occlusion tests were performed; inability to duplicate complaint. Based on the evidence, the complaint was confirmed but root cause is unknown.

Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump had a check plunger lever alarm to occur. There were no reported adverse effects.